Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that water tightness was lost due to deformation of electrical connector; image had black and white dots due to damage to the charged coupled device unit; water removal ability did not meet the standard value due to clogging of nozzle; nozzle was shaved; light guide lens had a scratch; adhesive on bending section cover was detached; bending angle in up/down, left direction and the play of upward/downward angulation control knob did not meet the standard value due to wear of angle wire; control section, switch 1 had corrosion; universal cord, light guide cover glass had a scratch; switch flexible printed circuit had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation and angle play. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, foreign material at plastic distal end cover, bending section cover, adhesive area of objective and light guide lens of the scope was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. However, it is likely the foreign material was not removed because reprocessing could not be conducted properly due to the leak from the electrical connector. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-q150 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-q150 reprocessing manual chapter 3 "cleaning, disinfection and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.